Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, spin luer, bag hanger. The reporter stated that the connection between the drip chamber and the line falls apart during infusion. Blood was being administered which came into contact with the patient or healthcare provider. The impact on the patient with the blood transfusion was that the patient did not receive around 20ml of transfusion. Normal cleaning procedure was followed. There was patient involvement and a delay in therapy but no patient harm.

Manufacturer narrative:
One used 011-c6028 blood set was returned with the tubing separated at the bond to the distal end of the blood filter. The male bond post at the distal end of the blood filter was bent at the assembly that was returned suggesting external forces were applied. The bond had adequate solvent applied at the bond interface that separated. The tubing was measured and met design expectations. The probable cause is typical of unintentional pulling forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.